Event description:
It was reported that the insulin pump alarmed motor error during a bolus/basal delivery. The caller did not know the blood glucose reading. The customer was advised to disconnect from the insulin pump and assisted with clearing the alarm. The caller stated that the motor error alarm occurred twice in the last 30 days. The customer declined to insert a new battery. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.